Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. Cannulation of the right radial was successful. The bmw guide wire crossed through the catheter, and during positioning of the radial introductor on the bmw guide wire, the wire separated, and access was lost. An attempt was made to re-bite the radial to re-catch the guide wire without success. Femoral access was used to advance a goose neck snare in order to retrieve the separated piece of guide wire successfully from the brachial artery. No patient adverse effects, except for the additional puncture of the femoral to retrieve the separated piece of guide wire and a procedure delay of about 2 hours. There was no reported resistance during movement of the guide wire while advancing. The procedure was continued with a new bmw guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. It was reported that during positioning of the radial introductory on the balance middleweight guide wire, the guide wire separated and access was lost. It is possible that the guide wire met resistance with the other device which could have contributed to the reported separation although this could not be confirmed. The guide wire was not returned which may have aided in the evaluation. A conclusive cause could not be determined for the reported guide wire separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicate no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Three unopened guide wires with the same part and lot number were returned for analysis. Visual analysis was performed and there was no damage found on all three guide wires. The tips of all three guide wires were tugged on to confirm that the core and shaping ribbon were intact.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event: disability or permanent damage - removed.